Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions include the hose clamps were leaking, the zip ties were leaking, and the pm kit was dirty.